Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 408 mg/dl. The customer's father stated that this was the fourth insulin pump he had received that was alarming no delivery. He stated that the issue was resolved by a complete infusion set change. The customer's father declined returning the infusion set and reservoir for analysis. He was unable to troubleshoot because he was away from the customer and the insulin pump. Advised the customer to perform a complete infusion set change as soon as possible. Nothing further reported.